Event description:
It was reported that a hematoma requiring a blood transfusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. An uncomplicated access and initial transseptal crossing was performed. After manipulating the pigtail catheter to the appendage, it was felt that they would benefit from changing out the transseptal crossing point and sheath from the double curve to an anterior curve to maximize the ability to navigate into the appendage and be coaxial. The suggestion was made that they exchange the double curve sheath with a short 16 fr sheath to use as a working sheath, especially since the patient was therapeutically anticoagulated. The physician opted not to use a larger working sheath and was going to hold manual pressure during the exchange and recross. Recross was completed and the anterior sheath was advanced to the laa where the 24mm flx device was deployed and released after meeting release criteria. Post procedure, the patient ended up with a hematoma in the right groin which required a blood transfusion during their recovery. No surgical intervention was needed and the patient was discharged.